Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was not performing the air removal step correctly. Customer¿s blood glucose level was 157 mg/dl. A supply change was performed to address the issue and insulin delivery was resumed.